Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Sterile date of affected product: (B)(6) 2024. Device history review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. Complaint history review/trend analysis: (24 months review and percent of sales) 20 previously confirmed "integ-functional fit" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4) root cause/failure investigation: the patient-line stopcock broke by where the female luer is located. The breakage of the components indicates that the user applied excessive torque when operating the stopcock while simultaneously using aggressive cleaning agents that degrade the polycarbonate material. This combination leads to both physical stress on the stopcock and material deterioration, increasing the likelihood of failure. There could also be a potential chance that the user may have cross-threaded the stopcock with an external device/component, resulting in misalignment and increased stress. From the pictures provided, it seems that the user possibly tried to remove something from the stopcock with a tool and applied excessive force on the female luer failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c - the customer stated: the stopcock was noticed to be loose and spinning easily. During shift change, the stopcock had started to leak. Neurosurgery was notified immediately and came to the bedside to change the eds3 system. There was a crack in the proximal stopcock, closest to the patient. There was no sign of immediate harm to the patient at the time.

Event description:
Nt821731c - the customer stated: the stopcock was noticed to be loose and spinning easily. During shift change, the stopcock had started to leak. Neurosurgery was notified immediately and came to the bedside to change the eds3 system. There was a crack in the proximal stopcock, closest to the patient. There was no sign of immediate harm to the patient at the time.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). The customer will return the affected part for evaluation. Per (B)(4) risk analysis spreadsheet - eds 3 external drainage system hazard 4.40 - leakage of csf from the stopcock effect (harm): over drainage of csf and infection residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No associated capas. Further investigation to be carried out once the affected part is returned for evaluation.